Event description:
A break in the retention dome during traction removal. The indwelling period was 147 days. The dome portion was removed through the stoma site.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.